Manufacturer narrative:
It was reported that the patient's home health rn was unable to deflate the urinary catheter balloon for removal. Reportedly, the patient was taken to a local hospital's emergency department (ed). While in the ed, unidentified blood work, a urinalysis, and an electrocardiogram (ECG) were obtained. No results were provided to the manufacturer. Reportedly, the ed physician was also unable to deflate the urinary catheter balloon. After multiple attempts to aspirate fluid from the urinary catheter balloon, a urologist was consulted. Reportedly, the urologist removed the urinary catheter with the balloon still inflated. The urinary catheter was in place for nine (9) days prior to the reported incident. While the patient was still in the ed, a new urinary catheter was inserted by the urologist. The patient was discharged home from the ed with follow-up with the urologist and unidentified treatment for "an infection". A sample was not available to be returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for medical intervention and follow-up care, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon was unable to be deflated during removal.